Event description:
The customer reported the system failed to boot up. No report of patient injury.

Manufacturer narrative:
The customer cancelled the service call indicating the system was functioning properly.